Event description:
On (B)(4) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq warranty meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that his ¿test strips had failed repeatedly since (B)(6) 2014¿. The patient manages his diabetes with insulin (no adjustments). He reported that he administers 50 units of humalog insulin with meals and 60-70 units of lantus insulin in the morning and evening. He reported that on (B)(6) 2014, between 5:00pm and 6:00pm, he administered 70 units of lantus. He also reported that on (B)(6) 2014, time unknown, ¿two and a half days¿ after the issue with the meter started, he developed symptoms of ¿shaking, confusion¿. The csr noted that the patient thinks he ¿took too much insulin at some point¿. The patient reported, he ¿had some sugar/a banana¿. No medical intervention was sought. The patient denied using any other device to test his blood glucose levels. During troubleshooting the csr noted that the patient was not using the meter for the first time, the patient had been storing his test strips correctly, his testing technique was correct and the test strip completely drew in the sample. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the issue with the meter began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015). The patient¿s meter has been returned on 2/5/2015 and evaluated by lifescan product analysis on 2/7/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.